Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. The customer did not test their blood glucose (bg) level at the time of the alarm, however, the customer reported a bg level of 195 an hour before the alarm. The customer was able to load a cartridge successfully, and resumed insulin delivery.